Event description:
Slender female developed severe bleeding from perforation of aorta and vena cava during a laparscopic ovarian cystectomy. Vena cava and aorta patched. Surgery originally scheduled as outpatient but due to event pt was hospitalized.